Event description:
The account alleged the side rail would not latch. No pt impact.

Manufacturer narrative:
The technician found a sticky substance inside the side rail latch, center arm and spring. The technician cleaned the side rail latch, center arm and spring to resolve the issue.